Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Post-operatively the patient was having severe abdominal pain that is getting worse as time goes on. Pain medication was not helping. The patient states that it feels like a stabbing pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. They tried turning stimulation on to see if the abdominal pain would get better or worse. The patient felt the stimulation but wanted it off due to their abdominal pain. The doctor is going to remove the stimulator to resolve the issue. The issue is not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information received from the rep reported that the ins was removed just hours after implant. The cause of the patient's abdominal pain was not determined. No further complications were reported.